Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A physician stated that a patient received an unneccessary cardiac catheterization due to an elevated architect stat troponin-I value in range of 2-3 ng/ml. No further patient information was provided. No injury reported.